Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device was returned in the blister tray. The lens stop and the plunger stop has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. A broken haptic is observed in the nozzle caught at the plunger groove area. The remaining lens is returned in a specimen container. Solution is dried on the lens. The lens is cut in half, one haptic is broken/torn. Root cause: the root cause for the broken haptic could not be determined. The broken haptic is caught in the plunger groove. The lens position during advancement cannot be determined. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. All product and batch history records are quality reviewed prior to product release. Additional information provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health assistant reported that during an intraocular lens (iol) implant procedure, the haptic broke. It was also reported the injector felt stiff when depressing it for insertion. The procedure was completed the same day.